Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause inability to aspire was not determined. However, once the catheter was replaced, the patient was receiving therapy.

Event description:
Additional information was received from a company representative (rep) reporting that the items were discarded per facility policy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2012; explant date ; UDI:  (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving morphine (10mg/ml at 2.5mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was experiencing withdrawal, increased pain, and lack of relief. There were no environmental, external, or patient factors that may have led or contributed to the issue. A side port access procedure was attempted to confirm patency. The catheter was unable to be aspirated during the side port access. No actions/interventions were taken at this time. Surgical intervention was planned, but had not been scheduled. The issue was not resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.